Manufacturer narrative:
Unit alarmed failed batt test during battery insertion due to faulty battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test or test the operating currents and for motor error alarm due to failed batt test alarms. Unable to verify e70 alarm in alarm history screen due to failed batt test alarms. Motor passed motor test. Unit had broken battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.